Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead and seemed to wrap itself back into the insulation of the lv lead. The guidewire started to unravel and the lv lead exhibited insulation damage. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the lead insulation was extrinsically kinked/buckled. The stylet/guidewire was broken. The guidewire was unraveled. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire fragment broken and stuck in lead. The rest of broken guidewire also returned with the lead. Visual inspection found the tip of the guidewire passed throughout the lead tip but it visibly damage/curly. Using destructive analysis, removed fragment wire out of the lead and the insulation damage was observed at the lead tip. If information is provided in the future, a supplemental report will be issued.